Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon used a viscoelastic that was tearing icl implantable collamer lens during the loading process. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected information: the reporter indicated the surgeon used a viscoelastic that was tearing the icl implantable collamer lens. "The icl is pushed back out of the implanter towards the plunger entrance due to the high viscosity on the z hyalin". Additional information has been requested but none has been forthcoming. Claim# (B)(4).